Manufacturer narrative:
The pump passed the self test and the displacement test. No unexpected software error detected or hardware low level failures alarms noted during testing however, the downloaded history files confirmed software error detected alarms due to a software error, and hardware low level failures alarm is found in the downloaded history files due to broken pin 6 (sda) trace at u1 on the keypad assembly.

Event description:
Customer reported via phone call that the insulin pump had multiple insulin pump error alarm. The customer¿s blood glucose level was 250 mg/dl at the time of the incident. Customer reported they were able to clear the alarm and was able to rewind the insulin pump. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.